Event description:
In august 2022 (best estimate), it was reported that charger port cord had melted. No further information was given or could be obtained with follow ups. No patient harm or property damage was reported and it is unknown if the original equipment was used. No further information is expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Technical investigation conclusion: no serial number was given and therefore a device history record review could not be performed. Trended case device investigation conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical assessment concluded: a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report. This report is late.